Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices/medications: stent: 2.5 x 28 xience v. Other: aspirin, clopidogrel. The 2.5 x 28 xience v is being filed under a separate medwatch MFR number. There was no reported product deficiency and the product was not returned. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2008, the patient underwent stent implantation with one 3.0 x 12 xience v stent in the proximal circumflex artery and one 2.5 x 28 xience v stent in the distal circumflex artery, which was direct stenting. On (B)(6) 2011, the patient had a positive functional ischemia study for angina symptoms. On (B)(6) 2011, the patient was admitted to the hospital and underwent percutaneous coronary revascularization with implantation of a drug eluting stent in the distal left circumflex artery and balloon angioplasty in the proximal circumflex artery to the second obtuse marginal. The patient's condition resolved on (B)(6) 2011 and the patient was discharged. There was no reported adverse patient sequela. There was no additional information provided.